Event description:
Pt switched from portable vent on wheelchair to ventilator at bedside. A short time later noticed pt's face did not look pink. Pulse oximeter registered 88% noticed ventilator was not giving breaths nor alarming. Quickly assessed tubing & settings. All appeared ok. Oxygen turned on & pt taken off ventilator & bagged until sats returned to normal. Restarted ventilator which started breathing cycles & alarmed. Client was then placed on portable ventilator until bedside ventilator could be replaced.